Event description:
As reported by the user facility: during a therapy with dialog+ a pt reacted with blood pressure drop and vomiting because of a balance deviation of about 1 1.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4). The investigation result confirmed the balance deviation. A splinter from the balance chamber block was found in a valve (vebk2 valve or vdebk2 valve). Unfortunately, the splinter was not in the valve during preparation phase. Thereon the machine could not detect the deviation (open valve) and a therapy start was possible. Also the size of the splinter is relevant. In case of a smaller one, the splinter would have been rinsed out. In case of a bigger one, the splinter could not enter into the valve. All balance chambers are de-burred in the production followed by a 100% visual inspection. The review of the global complaint database did not show any similar complaint. The probability of occurrence is assessed as extremely unlikely. The departments concerned have been informed and retraining of the process has been performed.